Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had invalid cubie memory issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name, section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 had cubies with read/write errors. A field service engineer reseated all row board cables and the retractor band, then tested the drawer in the hardware test application and verified everything was working correctly. The customer confirmed the issue was resolved without any problems. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had invalid cubie memory issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.